Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
During the distal locking of the nail (proximal locking and compression done), the drill of the most distal hole met the nail in situ. The surgeon passed through the nail but the drill broke. The tip of the drill remains in the nail hole and about 2 cm stayed into the patient.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
During the distal locking of the nail (proximal locking and compression done), the drill of the most distal hole met the nail in situ. The surgeon passed through the nail but the drill broke. The tip of the drill remains in the nail hole and about 2 cm stayed into the patient.